Event description:
It was reported there was an under infusion of a belimumab medication. The belimumab was intended to infuse at a rate of 250ml/hr. However, medication remains after an hour. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under-infusion could not be confirmed through log analysis or laboratory testing. Results of the laboratory tests performed on the reported suspect device confirmed the pump module to be infusing within specification for rate accuracy and was operating as intended. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. External and internal inspection of the pump module were performed; no issues were observed during inspection that would contribute to the reported event. On 06feb2026, at 9:55 am, the pcu was powered on, the user selected ¿no¿ to ¿new patient?¿, and the profile ¿outpt onc/inc center¿ was confirmed. At 9:55 am the unit was selected, the user selected ¿guardrails drugs,¿ th drug selected was ¿belimumab,¿ non weight based dosing with a drug amount of 800 mg and a diluent volume of 250 ml was programmed, the vtbi was 250 ml, the rate was 250 ml/h, and the infusion started. At 10:52 am an occluded fluid side alarm occurred, the infusion was paused, the unit was selected, the infusion was delayed for five minutes, and the pump module was channeled off. At 10:58 am the pump module was channeled off. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion could not be confirmed through log analysis or laboratory testing. The suspect pump module was found to be infusing within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion of a belimumab medication. The belimumab was intended to infuse at a rate of 250ml/hr. However, medication remains after an hour. There was patient involvement but no harm. Additional information was provided to bd practice consultant during an on-site visit on 18 march, 2026. Infusion center (where the incident occurred) bd representatives were able to discuss the event with the clinician involved in the event. There were no alarms during the event. There was 1 pcu and 1 pump module involved. No other infusions at that time. There was no patient harm, however, it did increase the patients chair time by 1 hour. Medication administration: per clinician, pharmacy will not mix the medication until the nurses notifies the pharmacy that the patient has arrived. The medication, belimumab, was received in a 250ml IV bag and intended to run over 1 hour at a rate of 250ml/hr. Clinician primed the IV tubing and there were no add on components from pharmacy to the infusion. The patients vascular access was a peripheral IV in [their] right wrist when the infusion was hung, it did not look overfilled. After an hour, [the clinician] noticed that the IV "bag still looked full" and hadn't infused. [The clinician] then removed the entire device, red tagged it, and called clinical engineering. Tubing was removed from the device and put into a new system with a rate of 250ml/hr and vtbi of 250ml and infused without any issues. [The clinician] stated [their] practice is to always check to see drops after she starts the infusion. [The clinician] and the patient both saw that drops were dripping. Pharmacy bd representatives met with the lead pharmacist regarding the event and the following information was received: the order for belimumab was pulled from the pharmacy paper file for the event on february 6, 2026. The order was 800mg in 250ml , so two 400mg vials would have been used per pharmacist. The pharmacist was able to show us the type of IV bag and drug utilized for the belimumab infusion. Two 400mg/vials of belimumab were used. A 250ml baxter 0.9% ns IV was the solution the drug was added to. Per pharmacist, the pharmacy label would not have accounted for overfill and they would have removed the amount of drug volume from the IV bag, prior to adding the drug. Belimumab infusion preparation by pharmacy. The vials are refrigerated prior to compounding, and two concentrations may be used: 400 mg/vial or 120 mg/vial (see attached photo of belimumab vials). The medication is reconstituted with sterile water. The amount of drug volume will be removed for the IV bag and then the medication will be added. For example, if the medication volume is 5ml, 5ml will be removed from the IV bag. Normal saline baxter IV bags are used, and they do not remove air from the IV bag during preparation. The only time air is removed from an IV bag is when it is overfilled and looks like it is ready to ¿explode¿, will see this practice when adding 3 amps of bicarb to an IV bag. Pharmacy label will include the following information: drug dose, diluent volume, total volume (does not account for overfill and will depend on how the infusion was prepared), rate, preparation date and time, expiration date, and a line for the technician and pharmacist to sign. There is no account for the overfill in the current emr, cerner. Per (B)(6), this will change once the facility changes to epic. Clinical engineering suspect pump was received from the infusion center for investigation. (B)(6) had to find concomitant pcu. No IV tubing was received for investigation. Reporting clinician reviewed programming with hospital clinical engineering, stating that the infusion was dripping for the hour it was infusing. However, no alarms were reported. Logs were pulled from devices to review reported event. No issues were observed. Asm rate accuracy testing on reported pump module. Rate accuracy testing passed. No issues were observed.